Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the protective cap from the patient line. This was identified when the home patient (hp) opened the bag just prior to use. The hp verified that the cap was not inside the bag or on the floor. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with open packaging and signs of product tampering. A visual inspection of the sample was performed which revealed the patient line did not have the blue pull ring component; the blue pull ring component was missing. Functional tests were not performed because the reported defect was easily identifiable through visual inspection. The reported condition was verified; however, the cause of the condition could not be determined.twelve (12) retention samples were reviewed with no issues noted. All of the retention samples had the blue ring components present and met acceptance criteria. The reported condition was not verified by inspection of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.